Event description:
It was reported that the patient presented in-hospital after receiving inappropriate therapy due to noise. Externalized conductors were observed via x-ray. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.